Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. A DHR (device history record) review was performed and no deviation was found. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous aorta. A 33/7/2/100 equalizer occlusion balloon catheter was advanced to touch-up the aortic stent graft. However, during the first inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.